Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 294 mg/dl and 400 mg/dl when admitted to the hospital. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was active. Customer treated their high blood glucose level insulin drip. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.